Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device n ot returned.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies to resolves the issue. Multiple attempts have been made by tandem technical support to follow up with customer, however, no response was received. Customer¿s blood glucose level was 216 mg/dl.